Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer reported that the left master tool manipulator (mtm) was not working or responding. Initially, no faults were present; however, a 23008 fault appeared on the screen while the intuitive surgical, inc. (Isi) technical support engineer (tse) was gathering information. Although the tse suggested performing a power cycle, the staff indicated that multiple attempts had already been made without success. The tse subsequently advised either disabling the mtm to continue the procedure or using a secondary surgeon side console (ssc). The customer did not remain on the call to make a decision. At this time, it is unknown how the procedure was proceeded. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found the left master tool manipulator (mtm) with errors and replaced the mtm to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and upon visual inspection no issues were found that would be related to the reported event. The mtm was installed onto a surgeon side console fixture test platform where it failed at sine cycle and threw error 23008 and 25550. The complaint was confirmed based on failure analysis. The probable root cause is attributed to sensor errors pertaining to the axis 6 pot board.